Event description:
During the implant procedure for the zenith endovascular graft, after removing the proximal trigger-wire release mechanism, the pin vise was loosened and the inner cannula was advanced per the instruction for device deployment. A significant amount of resistance was met, requiring additional force to advance the top cap off of the suprarenal stent. The main body graft was deployed successfully at the correct level, after additional force was applied. No pt complications resulted.